Event description:
Caller reported that a malfunction occurred on the pump, and the screen turned dark and would not turn on. The caller also reported that they reset the pump on their own prior to calling technical support. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.